Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2011, with the following findings: the force sensor was found to be out of calibration and contamination was observed on the force sensor assembly. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2011, with the following findings: the force sensor was found to be out of calibration and contamination was observed on the force sensor assembly. The rewind, load and prime steps were completed properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.